Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an iliac stenting procedure. Reportedly, approximately an hour after ambulating to home, a hematoma two inches in diameter developed in the groin. The patient presented to the emergency room for treatment where the hematoma was expressed with digital pressure. There were no reported adverse patient effects. Though requested, no additional information was provided.